Event description:
Customer reportedly received results of 164 mg/dl and 84 mg/dl within 10 minutes on the advantage system. No high or low blood symptoms reported. The customer did not provide the location where the discrepant results were obtained. No action was taken based on device results. No adverse event reported. Controls had been run and were in range (date unk). Requested return of suspect device and replacement was sent.